Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2004 due to pain. The acetabular liner and modular head were reported to have been removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain. The acetabular liner and modular head were reported to have been removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.